Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported prior to the start of a da vinci-assisted surgical procedure, customer reports, the clips were not aligning when they seat the instrument arm drape. The customer is having to significantly turn the drape cuff to align. The customer had two drapes that got wasted due to this issue. There was no report of patient involvement or no reported injury.